Event description:
It is reported that the patient received one resolute integrity 3.50 x 18 mm rx drug eluting stent. No difficulties were encountered placing the stent. Approximately 13 days after the procedure, the patient was re-admitted to hospital suffering from chest pain. The patient underwent a second stenting procedure and during this it was discovered that the prior resolute integrity stent had thrombosed. It remains in the patient. The physician commented that the vessel was re-stenosed from a previous stent.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (stent thrombosis). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent thrombosis). Unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified).